Manufacturer narrative:
The complaint reported swollen battery issue is currently under the referenced CAPA investigation. No further post market lab investigation evaluation is required.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery was swollen. It was also reported that the pdm is not holding a charge.